Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. Pump¿s history and trace files downloaded successfully using thump software. Pump error 37 confirmed in the pump history/trace files on (B)(6) 2025 multiple times starting at 08:51:40.000 until 10:35:51.000. Pump was cut open to perform visual inspection and found corrosion damage on the motor. The test sc1 cap locks properly into the reservoir compartment. The following were noted during visual inspection: scratched case. Alleged pump error 37 alarms confirmed in the pump history/trace files due to corroded motor home switch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced alarm-a339-pump error 37. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. Customer successfully clear alarm and was unable to rewind the pump. No harm requiring medical intervention was reported. The customer will discontinue use of the device. Product return status for mmt-1884 is unknown.